Event description:
I had right total hip replacement on (B)(6) 2009. I received the depuy pinnacle total right hip system acetabular cup s2 60mm. In (B)(6) 2011, I started experiencing pain in my right hip with clicking causing met to limp and inhibit my daily activities, I had a hip aspiration on (B)(6) 2012, which showed I had metal-on metal synovitis due to the fracture of this product. I had a right hip revision on (B)(6) 2012, requiring add'l hospitalization. Failed right total hip arthroplasty with periarticular soft fluid collection adjacent to metal-on-metal bearing surface. Estimated blood loss: 20 cc. Findings: components depuy system: size 60-mm pinnacle acetabular socket with a 40-mm new internal diameter neutral metal liner sized 7 summit high-offset stem with 40+8.5 chrome cobalt head. Anesthesia - general estimated blood loss - 150 ml drains - hemovac. Complications - none. Disposition - sent to recovery room in stable condition. Narrative report - the pt is a (B)(6) male with osteoarthritis of the right hip. The pt is to undergo right total hip arthroplasty. The surgical procedure, postoperative rehabilitation protocol, and potential complications were discussed at length with the pt.